Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced tape not sticking issue due to infusion set fell off on (B)(6) 2026. Patient reported high blood glucose. No treatment was taken. No further information is available.